Manufacturer narrative:
(B)(6). The exact date of post-operative pain and subsidence (bone collapse) is unknown. This report is for one (1) unknown prodisc-c implant. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to subsidence and reports of pain. The patient was originally implanted with competitor products at level c6 during a fusion procedure on an unknown date. The patient was brought back to the operating room on (B)(6) 2013 to have a prodisc-c construct inserted at level c5. None of the previously implanted hardware was removed at that time. Several months later, an x-ray image was taken following reports of pain by the patient. The images identified the subsidence of the prodisc-c into the fusion below. At the time, the surgeon chose to monitor the patient. However, a decision was ultimately made to revise. On (B)(6) 2016, the patient underwent a partial corpectomy at c5 and a full corpectomy at c6. The removed implants were noted to be intact; however, it appeared as if the bottom of the prodisc-c plate had come in contact with the superior screws of the competitor endplate resulting in metal debris, which was described as colorization of the tissue. All of the debris was removed from the patient, who was then revised to a custom cage. The procedure was completed successfully with no reports of delay. Post-operatively, the patient was noted to be in stable condition. Concomitant devices: competitor's plate and cage. This report is for one (1) unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing date: april 6, 2011 - expiration date: february 28, 2015. One (1) incoming defect report (idr) was identified during the evaluation; it was initiated for visual non-conformances of (B)(4) of the (B)(4) parts prior to coating. The parts were processed normally and evaluated at incoming inspection having passed all inspection requirements. The visual non-conformances identified prior to the coating process are not related to the complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that metallosis was identified in the patient. Further, cultures were taken to rule out any potential infection. At this time, the results are pending completion. The surgeon did indicate that there was no visual evidence of infection, but that is pending official confirmation. The surgeon also mentioned that the patient exhibited slow bone resorption beginning in the anterior region. This could have caused the stress shielding and progression radiographic bone loss over 2.5 years. Ultimately, 10cm of the c6 corp resorbed under the inferior endplate. Lastly, the surgeon confirmed that the fusion was intended for levels c5-c7 and that the metal debris was the result of the endplate coming in contact with the superior screws.